Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown locking screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 due to (1) broken unknown locking screw. During the revision the variable angle foot plate and an unknown number of locking screws were removed. The broken locking screw was easily removed, no additional intervention required. New hardware was not implanted. The patient was originally implanted with the synthes variable angle foot plate and screws on an unknown date. Information was not provided on whether the patient had symptoms associated with the broken screw or how it was discovered. Concomitant medical products: unknown variable angle foot plate-unknown part and lot number, quantity 1. This report is for one (1) unknown locking screw. This report is 1 of 1 for (B)(4).